Event description:
It was reported that when the surgical staff was getting ready to dock the da vinci si surgical system to the patient for a myomectomy procedure, system error code 25521 occurred. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 25521 was associated with an endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart and provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25521 appears when the system detects that it has lost communication of sensor information between two printed circuit assemblies in the arm control system. In the event of these communication issues, the system records the fault and transitions to a safe state. The ecm was returned for failure analysis investigation. Engineering was able to replicate the reported failure and observed that both flat flex cables in and out of a small board embedded in the insertion axis of the ecm were not well connected, thus generating the system error code experienced by the customer. As of march 10, 2011, there have been no reported recurrences of the issue at this hospital.